Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of a break in aseptic technique and cloudy effluent in a patient coincident to receiving dianeal pd unknown therapy continuous ambulatory peritoneal dialysis (capd). At the time of this report, dianeal pd2 1.5% unknown and dianeal pd2 4.25% unknown therapy was ongoing. On (B)(6) 2012, the patient experienced cloudy effluent. The cause of the cloudy effluent was a break in aseptic technique. The patient was not hospitalized. The wife declined hospitalization due to financial constraint and their location was far from the hospital. The patient was not treated with antibiotic therapy. The nurse instructed the patient and wife to monitor the patient for signs and symptoms of peritonitis. An opinion of causality was not reported for the events of a break in aseptic technique and cloudy effluent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The cause of the use error breach in aseptic technique was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.